Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 60-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported, and the patient¿s clinical state prior to initiation of support was not reported. The purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. During ongoing impella 5.5 support, a new stroke was identified on computed tomography imaging, and the event was characterized as embolic in etiology. It was additionally noted that the patient had been transitioned between argatroban and heparin, which may have contributed to the clinical context. No interventional procedure was performed for the stroke. The patient remained on ongoing anticoagulation management and continued to receive impella 5.5 support.

Event description:
Updated clinical narrative: approximately three weeks following the previously reported embolic stroke, care was withdrawn and the patient expired while on ongoing impella 5.5 support. The death is conservatively being reported due to the inability to conclusively dissociate the product from patient outcome. Previous clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 60-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported, and the patient¿s clinical state prior to initiation of support was not reported. The purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. During ongoing impella 5.5 support, a new stroke was identified on computed tomography imaging, and the event was characterized as embolic in etiology. It was additionally noted that the patient had been transitioned between argatroban and heparin, which may have contributed to the clinical context. No interventional procedure was performed for the stroke. The patient remained on ongoing anticoagulation management and continued to receive impella 5.5 support.

Manufacturer narrative:
Updated information: b2 selected death and added date of death, b5 update clinical narrative, d3 MFR fax number added, d6b explant date added, g1 MFR site name, danvers, removed, h1 changed to death, h6 impact code added f02, h6 component code changed to g07003. The investigation for the cerebrovascular accident has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.